Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific receievd information that the patient with this implantable cardioverter defibrillator (ICD) experienced a pulse rate of 45 beats per minute (bpm) and was unsure if their product was working properly. The patient went to the hospital and their heart rate was 31 bpm. The patient had an electrocardiogram performed, which was reported to be normal; however, the device had not been interrogated and evaluated. The patient was referred to follow up with their device clinic.